Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb).

Event description:
It was reported that, a 980 ventilator had a locked screen. The ventilator was not in use on a patient at the time the malfunction occurred.